Event description:
It was reported that the patient was found with cuts to their driveline on (B)(6) 2022 upon admission to the hospital. The patient admitted to "using scissors near the (driveline)." No pump stops or low flows were noted. The patient was noted to sleep on battery power causing frequent low voltage alarms and had been incorrectly disconnecting from their power sources despite ongoing education. Low voltage and no external power alarms were reported. Log file analysis did not reveal issues indicating driveline shorting or wire fractures. Low voltage advisories were noted via log file analysis. No external power alarms were found to be due to double power cable disconnects during power source changes. It was additionally reported on (B)(6) 2022 that the patient had been admitted due to infection and that they had since been discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found with cuts to their driveline on (B)(6) 2022 upon admission to the hospital. The patient admitted to "using scissors near the (driveline)." No pump stops or low flows were noted. The patient was noted to sleep on battery power causing frequent low voltage alarms and had been incorrectly disconnecting from their power sources despite ongoing education. Low voltage and no external power alarms were reported. Log file analysis did not reveal issues indicating driveline shorting or wire fractures. Low voltage advisories were noted via log file analysis. No external power alarms were found to be due to double power cable disconnects during power source changes. It was additionally reported on (B)(6) 2022 that the patient had been admitted due to infection and that they had since been discharged.

Event description:
Additional information: the patient was admitted on (B)(6) 2022 for an mssa bacteremia infection. They were given six weeks of intravenous antibiotics and chronic oral antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage could not be confirmed from this evaluation as no photos depicting the damage were submitted for review. Additionally, a specific cause for the reported infection as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file contained no abnormal events. The pump operated at or above the low-speed limit for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline batch # 7498713 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 09nov2021. The heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU) (rev. C) section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. Section 1 entitled ¿introduction¿ lists infection as adverse an event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the heartmate ii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii" the patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.